Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call absence of no delivery alarm. Customer's blood glucose level was 524 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer treated themselves via manual injection. Customer declined to return the infusion set and reservoir. Customer was advised to call back when the alarm occurs to properly troubleshoot.